Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0lfjd, implanted: (B)(6) 2015, product type: lead. Product ID neu_unknown lot# unknown serial# implanted: explanted: product type: unknown. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that "the whole week she had been up all night using the bathroom and it was like it was before the implant". The patient stated that it started about a week ago and went to use the controller so she could adjust her stimulation and had to put new batteries in because the batteries were depleted. After replacing the batteries, they started getting poor communication screen while using the antenna which started the day prior to the report and that the programmer would not work with their antenna. They confirmed that the antenna was secure and sync with implantable neurostimulator (ins) but did not resolve the reported issue. The patient was asked to move away from any source of potential emi but did not resolve the issue either. The patient unplugged the antenna and placed programmer directly over ins, on skin and sync. The patient also experienced a return of symptoms. They tried without the antenna and it worked. The patient also reported that they received replacement due to poor communication and did not receive a new antenna. The patient again reported a poor communication screen with the new patient programmer and confirmed that the antenna was secure and sync with implantable neurostimulator (ins) but did not resolve the reported issue. However, after the patient turned the screen off and then on again, the patient was able to get to therapy screen. The patient also reported that they had loss of symptom control and was unable to increase and it was reviewed that according to the patient's description, it sounded like stimulation was actually off. The button use was reviewed and the patient was able to turn stimulation on. The patient noted that she was not aware that it was off however,she now felt the stimulation. Troubleshooting resolved the reported issue and the patient had an appointment with the healthcare professional to have additional programs. Additional information received from the consumer on 2015-09-17 reported that they went through 10 pads since the morning of the call. Also, they were at 4.30 volts and it was un comfortable at 4.40 volts. They had problems for a while. During the day it was fine. However, at night and in the morning, it poured out. On the night of (B)(6) 2015, they went to sleep and got up twice. Some night they got up 3-4 times and in the morning it would just pour out. They thought it was maybe a urinary tract infection (uti). The patient took medication on the morning of the call. This started three months ago. The patient did not go to the health care professional (hcp) until october. The patient was feeling stimulation. Also, the patient was not able to sync her unit. She was going to try to new batteries. It was further reported by the consumer on (B)(6) 2015 that there was uncontrolled urine. They were up to the hood with the uncomfortable feeling. To resolve the issue, they went down to 3.45 volts and it did not work so they went back up to 4.00 volts. The issue occurred during normal use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.